Event description:
The right ventricular and atrial leads were both returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) inner insulation breached. Partial lead in segments was returned and analyzed. (B) (4) distal conductor fractured. Full lead was returned and analyzed.